Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. It was also noted that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical faiclity.